Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call to have received a compromised forced sensor alarm during priming. She said that she was changing the reservoir during priming and insulin was squirting out. During troubleshooting, the customer stated that the insulin pump was not dropped or bumped before the alarm occurred. They were advised to remain disconnected from the pump. They stated that the drive support cap appeared to be normal. The customer declined to provide their blood glucose. The customer was advised to discontinue use of the pump. Also, advised the customer that the possible cause of the compromised forced sensor alarm occurred during seating the force sensor which did not detect the reservoir. After troubleshooting, customer was advised that insulin pump would need to be replaced. The insulin pump was returned for analysis.

Manufacturer narrative:
Compromised force sensor system alarm during basic occlusion test due to faulty force sensor resistor. Pump passed idle current test, run current test, displacement test and rewind. Unable to perform self test, off no power test, unexpected restart error test, occlusion test, prime test and excessive no delivery test due to compromised force sensor system alarm. Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.